Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25704. The patient is a participant in a clinical study (B)(6). It was reported the patient (B)(6) was experiencing uncomfortable stimulation. Reprogramming attempts did not provide resolution. X-rays revealed lead migration of the left lead. As a result, the patient underwent surgical intervention on (B)(6) 2014 to reposition the lead. Follow-up identified surgical intervention did not resolve the issue. In turn, the patient underwent surgical intervention again to explant and replace both of the patient's leads which resolved the issue.